Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652).on 19-07-2018 it was reported to arjo representative that customer requested to decontaminate arjo maxi move device. The deamination was required as the customer advised possible blood contamination in the hoist column and base due to patient fall and bleeding the customer did not report any device failure. It was only requested to decontaminate the device.on 2018-08-20 arjo representative visited customer facility to performed device evaluation. The visual inspection showed that the lift was in good condition with signs of wear and tear. The functional test showed that the device was working correctly according to manufacturer's specification. The service technician confirmed traces of a blood swipe on the lift. Unfortunately, the customer did not reveal any information about event circumstances.based on previous investigations, the following factors are considered to be the possible causes of patient fall:a) device tipped over with the patient on the floorb) patient slip out of sling ( sling being used that is of a very inappropriate size (several sizes off),an obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used), sling clip detaching or not being attached to the lift device before starting the transfer. )c) the spreader bar detached from the lifting arm d) the sequence of unfortunate events e.g. Patient slip, patient stumble over chassis legs e) malfunctions of the lift or the sling.taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the facility. Despite our best efforts, the customer did not provide any information related to event circumstances and patient outcome. However, the hypothesis related to the device malfunction could be ruled out, as the lift was inspected by arjo representative an no device malfunction was found.the maxi move operating and product care instructions (001.25060.en) warn and inform the user: warning: do not lower attachment onto rigid surfaces (e.g. Led, floor, wheelchair armrests, etc.), to avoid the possibility of the attachment becoming dislodged from the t-bar. A dislodged attachment may later detach completely from the unit, causing the patient to fall."warning: always check that the attachment is locked in place by 1.) Verifying the markings on the attachment that showed that there is a proper alignment, and 2) verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to a patient fall.warning: "only detach the sling leg connection clips followed by the shoulder connection clips when the patient's body weight is fully supported by the bed to avoid any risk of fall."to conclude, there was no technical failure found with the lift which might have contributed to the event. Unfortunately due to the lack of necessary information we were not able to confirm the exact sequence of events that led to patient fall. The complaint was decided to be reportable due to the allegation of patient fall and sustained injuries. - attachment: [cover letter.pdf]

Event description:
On 19-07-2018 it was reported to arjo representative that customer requested to decontaminate arjo maxi move device. The deamination was required as the customer advised possible blood contamination in the hoist column and base due to patient fall and bleeding the customer did not report any device failure. It was only requested to decontaminate the device. On 2018-08-20 arjo representative visited customer facility to performed device evaluation. The visual inspection showed that the lift was in good condition with signs of wear and tear. The functional test showed that the device was working correctly according to manufacturer's specification. The service technician confirmed traces of a blood swipe on the lift. Unfortunately, the customer did not reveal any information about event circumstances.